Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead had dislodged. There was also "late ventricular sensing" from the dislodged atrial lead. The lead was capped and replaced. No patient complications were reported as a result of this event.